Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that her onetouch ultra 2 meter was reading inaccurately high compared to feelings/ normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the subject meter began reading inaccurately on (B)(6) 2017, 8:00am. She reported that she obtained blood glucose results of 218 and 221mg/dl on the subject meter and felt it was inaccurately high compared to feelings normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with insulin (self-adjuster) and reported that on (B)(6) 2017, 8:00am she increased her insulin by an unspecified amount in response to the alleged product issue. The patient stated that two weeks after the alleged issue began she developed the symptoms of sweating, vomiting and nausea. The patient reported that she self-treated with food and drink. At the time of trouble shooting, the cca confirmed that the meter was set to the correct unit of measure. The test strips were stored correctly and not expired. After walking the patient through a control solution test, the result fell within lfs¿ acceptable range the patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.